Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in the circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer informed fse that there was not an issue on the machine and that it was probably the position of the patient. So the machine is ok and has been cleared for clinical service.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a leak in the circuit. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: b5, d4(model# & catalog#), h6(impact codes).